Event description:
Glidescope go screen went black twice during emergent intubation of coding patient delaying intubation. Hdmi connection between screen and handle has known issues with these devices. No adverse patient events noted. Manufacturer response for video laryngoscope, glidescope go (per site reporter) no response to date.